Event description:
A 26 mm diameter x 15 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the patient's arteries were reported to be narrow, calcified and moderately tortuous. It was reported that during attempts to introduce the delivery without the use of an introducer sheath, the patient's left external iliac artery was ruptured. The delivery system was removed from the patient and another manufacturer's stent was implanted in the ruptured artery. The same aneurx device was re-inserted and was successfully deployed. No additional clinical sequelae were reported, and the patient is fine.